Event description:
It was reported that the proteus transverse table top brakes failed to work. The technician leaned against the table top as he helped the patient sit up from a prone position. The tabletop moved due to the locks not holding. As the patient started to panic, the technician reached out to help the patient, and in the process injured back.